Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported getting a call about the early battery depletion notice and his battery life was going down fast. Customer also said he got a call about the pump delivery volume accuracy issue and he was having problems with that, too. Customer said he was getting low blood glucoses in the morning and super high blood glucoses in the afternoon. Customer also said it could be 70u off when he looks at it. Customer said he was going through insulin like crazy and it was causing a lot of low blood glucoses. Customer also said he was having transmitter issue. No treatment was mentioned for the low or for the high. No specific incident date was given, so the notified date of april 17, 2025 was used. Troubleshooting was not done. Helpline could not reach the customer. Pump was likely used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia . Customer stated that pump battery life is going down fast and insulin pump is over delivering insulin causing low blood glucose. The event involved product(s) mmt-1884,mmt-332a,mmt-7841zn,mmt-7040a,mmt-243a. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7841zn.no product return is required for mmt-7040a.no product return is required for mmt-243a.